Event description:
The customer reported to philips healthcare that the device failed to fully power on to the correct display for use. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.